Event description:
A materials specialist reported an intraocular lens (iol) was exchanged approx two months following an implant procedure. The pt was experiencing unbalanced and blurry vision, a posterior lens subluxation had also occurred. The lens was replaced with another iol. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire has not been received. (B)(4).